Manufacturer narrative:
Reporter returned 1 oral-b precision clean brush head, 1 oral-b pro 2000 cross action pink type 3756 toothbrush handle, and 1 charger on 19-jul-2017. Product investigation is in progress.

Event description:
Top of toothbrush snapped whilst using [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via letter on (B)(6) 2017 that the top snapped off of an oral-b power oral care refill precision clean while being used. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b pro 2000 cross action pink type 3756. No further information was provided.